Event description:
Additional information was received on february 27, 2015. It was reported that a partial thread sheared off on two separate holding sleeves for screwdrivers during screw insertion during the same surgical procedure. The fragments were recovered and the surgery was continued as planned. This follow-up report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: holding sleeve long for matrix - lot 6455770 magnum manufacturing center manufactured the holding sleeve long for matrix, p/n 03.632.036, and lot 6455770. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 14, 2010, and was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on december 16, 2010. There were no material record reports, non-conformance reports, or complaint related issues with this lot device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device. Matrix holding sleeve (part#03.632.036, lot# lot# 6455770, mfg dec 2010) was returned with the complaint that ¿a partial thread on a screwdriver sleeve sheared off during screw insertion. Piece recovered and surgery continued as planned.¿ upon receipt of this device it was seen that one fourth of the most distal level of threading of lot# 6455770 was broken off. This complaint condition is confirmed. It is unknown what caused this complaint; however the damaged threading may be a result of off axis force while the device was not fully seated in a screw. The associated drawings for the sleeve were reviewed. Changes were initiated to address the hazard of this complaint for reducing the occurrence. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium. The received instrument was manufactured in dec 2010, prior to the implementation of these changes. Lot number was corrected to 6455770. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a partial thread on a screwdriver sleeve sheared off during screw insertion. Piece recovered and surgery continued as planned. Two identical part numbers provided with different lot numbers. It is unknown which part was damaged and if the second part was damaged as well. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.